Event description:
It was reported that a user experienced high blood glucose after a supply change and meal announcement while using the ilet system; the infusion set appeared intact, tubing was connected correctly, and priming verified insulin delivery, and the event was assessed as hyperglycemia associated with meal dosing and user interaction with meal announcements. Symptoms included hyperglycemia peaking at 401mg/dl. Outcomes included no hospitalization or emergency care and subsequent return of glucose values to the target range. Investigation included device use review, troubleshooting of insulin delivery, infusion site assessment, and review of uploaded reports. Investigation of this case revealed no device malfunction, correct infusion set function, and a likely mismatch between meal announcement and insulin needs with expected time to correction. It was concluded that the device functioned as designed and that user education on meal announcements and postprandial expectations was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.